Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert for non-sustained rv oversensing. No patient symptoms were reported. Review of the episode revealed post-sensed t-wave oversensing. Programming changes were recommended.

Event description:
New information received notes that during a slow vt, t-wave oversensing and r-wave undersensing were observed. The patient felt nauseous and vomited. The patient is currently stable and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.